Manufacturer narrative:
The logs and archive for the navigation system were reviewed by medtronic personnel. However, the logs and archive provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: version (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. Log and archive analysis were pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a electromagnetic navigation shunt procedure, the site had difficulties registering the patients. It was reported that tracer, 3 point tracing and touch with fiducials with markers registration methods were performed. It was reported that the site used registration models in conjunction with each other. The navigation system was rebooted without resolution. It was noted that instruments were tracking without issue and that when tracing points, they would not align with the location the surgeon was tracking and the pattern would be off and registration would not pass. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.